Event description:
It was reported that the unit displayed an e-1 error code.

Event description:
The 30mm was resized and replaced with a 32mm which embolized. The patient required surgical removal.

Manufacturer narrative:
The amplatzer(r) septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. Aga requested further information regarding this case, but medical records and images were not provided. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.